Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The event is reported as: the blade is stuck on the handle and cannot be removed. The alleged issue was detected during pre-testing for intubation.